Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm or changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was no greater than 280 mg/dl.